Event description:
It was reported that during an afib ¿ paroxysmal procedure, the patient's heart rate went up and the blood pressure dropped during the case after a steam pop which resulted to pericardial effusion. Pericardiocentesis was performed and approximately 800-900 cc of fluid was removed. The patient left the ep lab with the effusion under control and vital signs stable but she was intubated. Expected to remove breathing tube later. The physician¿s opinion regarding the causality of the perforation/tamponade was the temperature rose to 58 degrees celsius caused the steam pop.

Manufacturer narrative:
The concomitant products: carto 3 system (serial # (B)(4)) and stockert, serial # (B)(4). (B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that the patient's heart rate went up and the blood pressure dropped during the case after a steam pop which resulted to pericardial effusion. Pericardiocentesis was performed and approximately 800-900 cc of fluid was removed the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.